Event description:
A (B)(6) male pt contacted zoll customer support to report service code 204 (belt monitor unusable). The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the yellow (pgnd) wire of the trunk cable. The cause of the service code is the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse. No adverse event resulted form the damaged electrode belt. The pt received a replacement electrode belt.